Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 27-aug-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number 893970 (expiration date 01-nov-2016), inserted for permanent contraception on (B)(6) 2015. Additional information received on 13-sep-2015 (ptc result) and 15-sep-2015. The patient was not pregnant by the time of essure insertion. It was reported that essure was explanted from her after approximately 6 months due to abdominal pains (essure was removed on (B)(6) 2015). According to the reporter, tt was unclear if the device was faulty. Hospitalization was reported. Product technical complaint (ptc) investigation result: ptc global number: (B)(4). Final assessment: lot number reported 893970 is invalid. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) removed; 6 months after its insertion, due to abdominal pains. This event is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, given the close temporal relationship between essure insertion and the reported event and in the lack of an alternative explanation; causality cannot be excluded. This case was considered an incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 16-nov-2015 and 23-nov-2015: essure health care provider general questionnaire was received without further information. Reporter information was updated in the second follow-up, but no new clinical information received. Follow-up from 30-nov-2015: no new clinical information. Follow-up from 07-dec-2015: no new clinical information was received despite follow-up attempts. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) removed; 6 months after its insertion, due to abdominal pains. This event is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, given the close temporal relationship between essure insertion and the reported event and in the lack of an alternative explanation; causality cannot be excluded. This case was considered an incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information could not be obtained despite follow-up attempts.